Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not available.

Event description:
It was reported that surgeon found the cup to be loose and replaced it with a tritanium cup, new liner and head.

Manufacturer narrative:
An event regarding loosening involving an omnifit dual geometry ha shell was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as no medical records were returned. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon found the cup to be loose and replaced it with a tritanium cup, new liner and head.